Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.. H11 additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had cosmetic damage - was worn, had insufficient/low power and the trigger moving parts did not move smoothly. The device also failed pretests for general condition, check for sticky triggers and check power with power test bench. The assignable root cause was traced to component failure due to normal wear.

Event description:
It was reported that during service and evaluation, it was determined that the small battery drive device had cosmetic damage - was worn, had insufficient/low power and trigger moving parts did not move smoothly. It was further determined that the device failed pretests for general condition, check for sticky triggers and check power with power test bench. It was noted in the service order that the device was not working. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2025. All available information has been disclosed.